Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified; however, customer reported loading cartridges with cold insulin and was not performing the air removal process correctly. Technical support reviewed the air removal process when filling a new cartridge and informed customer that cartridge should be filled with room temperature insulin per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no reported adverse impact.